Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the diamondback 360 peripheral orbital atherectomy device (oad) was advanced up and over from the left femoral artery for treatment of moderately calcified, mildly tortuous, 90-95% stenosed lesion in the right distal popliteal artery and right anterior tibial artery (at). There was some tortuosity through the popliteal then a sharp angle into the at. While treating into the at proximal to distal, the oad crown stopped moving with the throw. The throw was moved again, but the oad crown still was not moving as the motor was running but the oad crown could not be advanced. The oad had stalled. The physician attempted to move the throw again to get the oad crown to move but was unsuccessful. At this point, it was realized the oad driveshaft was fractured and the distal crown and distal part of the oad driveshaft remained in-vivo when the oad was retracted. The fractured component remained on the viperwire advance guide wire. The physician was able to floss the guide wire with the fractured component through the distal sheath to remove it from the patient. No additional intervention was required to remove the fractured component. There were no patient complications as a result of the event. The patient was in stable condition. There is no clear indication why the fracture occurred but it was possibly due to moving the throw rather than locking it and lifting the brake which could have led to stretching of the driveshaft.

Event description:
It was reported that the diamondback 360 peripheral orbital atherectomy device (oad) was advanced up and over from the left femoral artery for treatment of moderately calcified, mildly tortuous, 90-95% stenosed lesion in the right distal popliteal artery and right anterior tibial artery (at). There was some tortuosity through the popliteal then a sharp angle into the at. While treating into the at proximal to distal, the oad crown stopped moving with the throw. The throw was moved again, but the oad crown still was not moving as the motor was running but the oad crown could not be advanced. The oad had stalled. The physician attempted to move the throw again to get the oad crown to move but was unsuccessful. At this point, it was realized the oad driveshaft was fractured and the distal crown and distal part of the oad driveshaft remained in-vivo when the oad was retracted. The fractured component remained on the viperwire advance guide wire. The physician was able to floss the guide wire with the fractured component through the distal sheath to remove it from the patient. No additional intervention was required to remove the fractured component. There were no patient complications as a result of the event. The patient was in stable condition. There is no clear indication why the fracture occurred but it was possibly due to moving the throw rather than locking it and lifting the brake which could have led to stretching of the driveshaft.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot-specific issue. Based on the information received, the investigation determined that the reported unexpected shutdown and material separation appears to be related to operational context. In this case, it is possible that the reported unexpected shutdown and material separation are related to patient anatomical morphology and/or use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Updated: g3, g6, h2, h6 h6: codes 4118, 3233, and 11 no longer apply.